Event description:
(B)(4). In or around (B)(6) 2014 heavy vaginal bleeding began that would not stop. In (B)(6) I went to md who ran several tests and started hormone therapy to try and stop the bleeding. In (B)(6) I went back for follow up of failed hormone therapy and total hysterectomy was scheduled for and performed on (B)(6) , 2014.